Event description:
The caller states that the chair was given to them by the church and needs new upholstery and some screws tightened up on it. The caller has no further information to provide. The caller states that this is a rolls roll lite chair.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.